Manufacturer narrative:
The device code (B)(4) was previously indicated in error and has been replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 19-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid at unknown doses and concentrations for non-malignant pain. It was reported that the patient¿s catheter had come somewhat ¿unattached last year but the pump and catheter was still functioning. The caller clarified by stating that the catheter had shifted in the patient¿s body and tilted to one side and was not flush like it used to be. It was reported that since the patient was in a wheelchair the doctor¿s office had decided to keep the catheter as it was and monitor how the pump was functioning. The caller was redirected to their healthcare professional. No symptoms were reported. No further complications were reported or anticipated.